Event description:
A pt was implanted with apogee graft in 07. At about 10 months later, she was experiencing low back pain. At her 12 month follow-up, the pain was still continuing. In 2009, pt had an annual exam and experiencing pelvic pain. It was decided to remove the proximal arms of the apogee to reduce lateral tension on the vagina. At about one week later, pt diagnosis of prudential pain and both arms of the apogee were removed. No further info provided.